Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unspecified'), intestinal perforation ('perforation: of bowel/uterus attached to bowel when separating then bowel tore') and uterine perforation ('perforation: endometrial canal') in a 32-year-old female patient who had essure (ess205) (batch no. 623191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, kidney stone, shingles, appendectomy, anxiety, migraine, menorrhagia, migraine, palpitations, panic attack and pelvic pain. Previously administered products included for contraception: micronor; for an unreported indication: depo provera, lisinopril, bactrim and benadryl. Past adverse reactions to the above products included blister with bactrim; and pregnancy with lisinopril. Concomitant products included sertraline. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 12 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), pelvic pain ("pain:right side sharp stabbing pain/pain: pelvic/pelvic cramping"), arthralgia ("pain in joints"), abdominal pain ("pain: abdominal") and muscle swelling ("arm muscle swelling") and was found to have weight increased ("weight gain"). The patient was treated with topiramate (topamax) and surgery (total hysterectomy and bilateral salpingectomy and vaginal vault suspension, ureterolysis, enterolysis, repair of bowel laceration). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, intestinal perforation, uterine perforation, vaginal haemorrhage, menorrhagia, migraine, fatigue and weight increased outcome was unknown, the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain and muscle swelling had resolved and the arthralgia was resolving. The reporter considered abdominal pain, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, intestinal perforation, menorrhagia, migraine, muscle swelling, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 185 lbs. She had received treatment for following events "pelvic/ abdominal, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), perforation, migraine, fatigue, weight gain". Operative note: omental adhesion was lysed from the pelvic sidewall the bowel was freed from the pelvic sidewall with sharp and blunt dissection using minimal cautery to avoid injury to the bowel during ureteral dissection it became apparent that the bowel had not been completely removed from the pelvic sidewall and was then mobilized at the pelvic brim during this process injury to the serosa was noted prompting intraoperative consultation by general surgeon who recommended imbrication of the bowel over the serosal/bowel injury. Surgical pathology report revealed cervix with cystic change. Myometrium, no pathologic diagnosis. Proliferative endometrium; no evidence of hyperplasia or neoplasia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Computerised tomogram - on (B)(6) 2019: abnormally placed essure device.. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion.the essure coils were noted to be properly placed. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, vaginal hemorrhage, pelvic pain, perforation: bowel". Lot number: 623191 manufacturing date: 2007-01 expiration date: 2008-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unspecified'), intestinal perforation ('perforation: of bowel/uterus attached to bowel when separating then bowel tore') and uterine perforation ('perforation: endometrial canal') in a 32-year-old female patient who had essure (ess205) (batch no. 623191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, kidney stone, shingles, appendectomy, anxiety, migraine, menorrhagia, migraine, palpitations, panic attack and pelvic pain. Previously administered products included for contraception: micronor; for an unreported indication: depo provera, lisinopril, bactrim and benadryl. Past adverse reactions to the above products included blister with bactrim; and pregnancy with lisinopril. Concomitant products included sertraline. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 12 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), pelvic pain ("pain:right side sharp stabbing pain/pain: pelvic/pelvic cramping"), arthralgia ("pain in joints"), abdominal pain ("pain: abdominal") and muscle swelling ("arm muscle swelling") and was found to have weight increased ("weight gain"). The patient was treated with topiramate (topamax) and surgery (total hysterectomy and bilateral salpingectomy and vaginal vault suspension, ureterolysis, enterolysis, repair of bowel laceration). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, intestinal perforation, uterine perforation, vaginal haemorrhage, menorrhagia, migraine, fatigue and weight increased outcome was unknown, the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain and muscle swelling had resolved and the arthralgia was resolving. The reporter considered abdominal pain, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, intestinal perforation, menorrhagia, migraine, muscle swelling, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 185 lbs. She had received treatment for following events "pelvic/ abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), perforation, migraine, fatigue, weight gain". Operative note: omental adhesion was lysed from the pelvic sidewall the bowel was freed from the pelvic sidewall with sharp and blunt dissection using minimal cautery to avoid injury to the bowel during ureteral dissection it became apparent that the bowel had not been completely removed from the pelvic sidewall and was then mobilized at the pelvic brim during this process injury to the serosa was noted prompting intraoperative consultation by general surgeon who recommended imbrication of the bowel over the serosal/bowel injury. Surgical pathology report revealed cervix with cystic change. Myometrium, no pathologic diagnosis. Proliferative endometrium; no evidence of hyperplasia or neoplasia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Computerised tomogram - on (B)(6) 2019: abnormally placed essure device. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. The essure coils were noted to be properly placed. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, vaginal hemorrhage, pelvic pain, perforation: bowel". Most recent follow-up information incorporated above includes: on 4-feb-2020: pfs received- lot number added. New event perforation: endometrial canal and arm muscle swelling were added. New reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unspecified') and intestinal perforation ('perforation: of bowel') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, kidney stone, shingles, appendectomy, anxiety, migraine, menorrhagia, migraine, palpitations, panic attack and pelvic pain. Previously administered products included for contraception: micronor; for an unreported indication: depo provera, lisinopril, bactrim and benadryl. Past adverse reactions to the above products included blister with bactrim; and pregnancy with lisinopril. Concomitant products included sertraline. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced migraine ("migraines/headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), pelvic pain ("pain:right side sharp stabbing pain/pain: pelvic"), arthralgia ("pain in joints") and abdominal pain ("pain: abdominal") and was found to have weight increased ("weight gain"). The patient was treated with topiramate (topamax) and surgery (total hysterectomy and bilateral salpingectomy and vaginal vault suspension, ureterolysis, enterolysis, repair of bowel laceration). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, intestinal perforation, vaginal haemorrhage, menorrhagia, migraine, fatigue and weight increased outcome was unknown, the dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved and the arthralgia was resolving. The reporter considered abdominal pain, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, intestinal perforation, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6). She had received treatment for following events "pelvic/abdominal, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), perforation, migraine, fatigue, weight gain". Operative note: omental adhesion was lysed from the pelvic sidewall the bowel was freed from the pelvic sidewall with sharp and blunt dissection using minimal cautery to avoid injury to the bowel during ureteral dissection it became apparent that the bowel had not been completely removed from the pelvic sidewall and was then mobilized at the pelvic brim during this process injury to the serosa was noted prompting intraoperative consultation by general surgeon who recommended imbrication of the bowel over the serosal/bowel injury. Surgical pathology report revealed cervix with cystic change. Myometrium, no pathologic diagnosis. Proliferative endometrium; no evidence of hyperplasia or neoplasia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Computerised tomogram on (B)(6) 2019: abnormally placed essure device. Hysterosalpingogram on (B)(6) 2007: total bilateral occlusion. The essure coils were noted to be properly placed. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, vaginal hemorrhage, pelvic pain, perforation: bowel". Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: plaintiff fact sheet received. Previously reported event ¿injury¿ was updated to more specified events ¿migration of essure device location of device: unspecified, perforation: of bowel, abnormal bleeding (vaginal, menorrhagia), migraines/headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, pain: right side sharp stabbing pain/pain: pelvic, pain in joints and pain: abdominal¿. Reporter, demographics; medical history, historical medications, essure indication (amended), essure insertion (updated)/removal date, concomitant/treatment medication were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.